Manufacturer narrative:
(B)(4). The date of event onset was reported as an unreported date between (B)(6) 2015 and (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as bacteria from the "staphylococcus from patient hands". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received treatment with two unspecified antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained in aseptic technique. No additional information is available.